Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 1) occurred with multiple cartridges during the load process. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. There was no adverse impact to blood glucose.